Manufacturer narrative:
Visual evaluation of the catheter shaft found no kinks or dents. On attempting to inflate the balloon, it was found that the balloon lumen was blocked. The mandrel was removed and it exited from the balloon lumen with tip covered with a clear sticky substance which was most likely contrast medium. The inject lumen was also inspected and the inject lumen was also found to be blocked. The balloon hub was inspected and a contrast crystal was removed from the balloon inflation hub. The catheter was cut just below the bifurcation to allow for more detailed inspection of the balloon lumen and clear shiny sticky substance was found inside both lumens. No other defects were found. The complaint description was confirmed. The balloon lumen was found to be blocked by sticky clear substance which was most likely a contrast medium. The blocked lumen likely caused the reported deflation issue. It can be concluded that an incorrect syringe with contrast was attached to the balloon inflation hub; therefore the root cause of user/use error will be assigned to this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro rx balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during preparation, the balloon was tested outside the patient and the balloon was able to inflate and then would not deflate. The balloon finally deflated; however then it would not inflate again. The balloon was put to the side and another extractor balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during preparation, the balloon was tested outside the patient and the balloon was able to inflate and then would not deflate. The balloon finally deflated; however then it would not inflate again. The balloon was put to the side and another extractor balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.